Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found a leak at switch button #1. There is play and low angulation with cell 2. Cells 4 and 5 have physical damage. The air/water supply passed. The screen dried on the sixth try. The light guide has a minor chip on the edge. The objective lens has a chip. There are deep dents on the distal end plastic cover. There is a crack in the glue (a-rubber) between the bending section and the insertion tube. The eto is hard to connect to the air pressure gauge. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the air/water leakages or fluid invasion. The device failed the leak test. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.